Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following implantation of an intraocular lens (iol) the lens started to turn and as a result the vision was changing. The ring was placed to keep it from turning and the vision is now stable. The patient also experienced bullseye ring around the light. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.